Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, a complete device was returned with battery voltage near the beginning of life. Electrical and mechanical testing indicated a normal functionality of the device. A longevity assessment was performed, and the pacer was in the normal range of operation with appropriate remaining longevity. No anomalies were seen.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker's left ventricular port was having an issue and causing high pacing impedance. The pacemaker was not used and replaced to resolve the issue. The patient was in stable condition throughout the procedure.